Event description:
It was reported that during insertion of the variax screw apparently, there were shavings that came off the screw. There were no complications or delay and the screw remained implanted.

Manufacturer narrative:
Investigation in progress but not yet complete.